Manufacturer narrative:
Investigation: customer reported 6 bottles of blood cultures as false positives at the same time in two different drawers (a and b) on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer and after verification the problem the problem has not reappeared. The instrument is operational. This is an unconfirmed failure of the bd product and the instrument was functional and handed over to the customer for use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive result. Bd quality did not receive any returned instrument or parts for investigation. This complaint is unconfirmed for an instrument failure. The root cause is unable to be reproduced.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 6 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "after preventive maintenance the client calls us because six bottles of blood cultures have become positive at the same time in two different drawers (a and b). The client has reinserted the blood cultures as ongoing in the instrument. Was the customer able to re-enter the vials in the instrument for further testing? Yes customer reinserted the vials as ongoing in the instrument were patient samples involved? Yes they were from patient samples were erroneous results reported to the clinician? No, as the six bottles were positive all at the same time, customer didn¿t believe they were true positive. And preferred to reinsert them as ongoing vials."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 6 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "after preventive maintenance the client calls us because six bottles of blood cultures have become positive at the same time in two different drawers (a and b). The client has reinserted the blood cultures as ongoing in the instrument. Was the customer able to re-enter the vials in the instrument for further testing? Yes customer reinserted the vials as ongoing in the instrument. Were patient samples involved? Yes they were from patient samples. Were erroneous results reported to the clinician? No, as the six bottles were positive all at the same time, customer didn¿t believe they were true positive. And preferred to reinsert them as ongoing vials."